Event description:
The tsw35 was used during an unknown procedure. It was reported the surgeon attempted to fire the device, but could not pull the firing handle back. The device was reloaded and fired without incident. There was no consequence to the pt.